Event description:
Customer reported that a sample which resulted as ab pos with fwd abo assay on the galileo was tested with reflex abo assay and received an a pos result. Due to the discrepant results, the sample was retested on the galileo and resulted as a pos.

Manufacturer narrative:
Review of images: sample resulted as ab pos: a10- 4+ result / 96 reaction strength- visually pos; b10- 3+ result / 67 reaction strength- visually this well has a large darker center with irregular edges- consistent with the presence of fibrin; c10- 4+ result / 99 reaction strength- visually pos; d10- neg result / 3 reaction strength- visually neg. This issue appears to be sample related due to the possible presence of fibrin in the sample. When sample was re-tested using the same instrument, and same vials of reagents the sample then resulted as the expected a pos. Per the galileo operator manual: very large red cell clots may not be detected by the galileo. Clots that include greater than 50% of the sample red blood cells may not be detected by the instrument. Clotted samples should not be tested on the galileo.